Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the blade would not extend when the trigger was squeezed. The blade also appeared to be rotating incorrectly and there was a clicking sound in the hand piece when the trigger was squeezed. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.